Event description:
During the supraventricular tachycardia procedure, the ECG lines in ensite x showed as purple and could not be restored. After validation, the system showed an impedance error. The surface electrode was exchanged, but the issue persisted. Three patient reference sensor electrodes were exchanged, but the issue persisted. The system was restarted three times, but this did not resolve the issue. The procedure was successfully completed with no adverse patient consequences by using x-ray alone.

Manufacturer narrative:
One ensitex surfacelink module was received for evaluation. The module was recognized upon connecting to a test station. Evaluation revealed that the surflink primary active patch did not produce the expected signal. The voltage readings measured at the (right leg or neutral) ECG electrical pin verified the electrical pin was non-functional. Internal inspection revealed that the connection to the primary pin of the belly patch was loose or not connected, causing an electrical open (non-functionality). Based on the investigation and information provided to abbott, the reported event was confirmed, and the root cause was attributed to an electrical open to the active belly patch pin from an undetermined event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified.